Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through the distal end of the non-penumbra microcatheter. The ruby coil was unable to advance beyond the point of resistance in the microcatheter, therefore; the ruby coil and the microcatheter were removed and was no longer used in the procedure. The procedure was completed using additional ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.